Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Refer to MFR report number 2015691-2025-07188 for the potential valve-in-valve procedure information involving this patient.

Event description:
It was reported that a patient with a 21mm 11500a aortic valve has been placed under evaluation for a valve-in-valve procedure after an implant duration of 3 years, 8 months due to unknown reason.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: a4, b4, b5, b7, g3, g6, h2, h6 (health effect - clinical code, device code(s), type of investigation, investigation findings, investigation conclusions). Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors, including coronary artery disease. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. H11: corrected data: h6 (component code, health effect - impact code).

Event description:
It was reported and learned through medical records that a patient with a 21mm 11500a aortic valve has been placed under evaluation for a double valve replacement procedure after an implant duration of 3 years, 8 months due to moderate to severe aortic stenosis and moderate regurgitation. The patient presented with heart failure. Per medical records, echo demonstrated mitral stenosis, mild to moderate tricuspid regurgitation, and aortic stenosis. The patient went into cardiogenic shock due to critical mitral stenosis with multiorgan failure, hypoxic respiratory failure. Per physician, the patient is too ill for surgical or transcatheter valve replacement for aortic and mitral valve at this time.